Event description:
Patient reported left side "fear of undergoing another surgery and the permanent thought of carrying a ¿time bomb¿ inside the body," "baker 4 contracture," "moderate amount of adjacent fluid," and "simple cysts." Healthcare professional later reported "breast implants presenting radial folds." Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.